Event description:
(B)(4). Bloating, rashes, cramping, mood swings, depression, sharp stabbing pains in my sides. Hot flashes, discharge, painful intercourse, inflammation, pelvic pain, bowel issues, headaches, cysts, weight gain, thyroid problems.